Manufacturer narrative:
The sample was not received nor was a lot number reported. Therefore no investigation can be performed or root cause determined. It is unclear how the tube became severed. Numerous attempts have been made to obtain additional information and/or the sample with no response from the reporter.

Event description:
Report mw5060414 received from the FDA: during an endoscopy a "severed duo tube" was found in the middle third of the esophagus. It was removed with a snare. The tube had been in place for 2 1/2 weeks. Numerous attempts have been made to obtain additional information and the sample with no response from the reporting facility.